Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a prostatectomy, the balloon would not inflate though the doctor tried to inflate by a syringe. The procedure was completed with another device. The surgical time was not extended. There was no tissue damage. The incision was not extended. Patient status: stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one trocar. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was received. The valve seal was intact. The locking collar was intact. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.